Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient´s spouse found the patient unconscious lying on the floor and his skin was turning grey. The patient´s spouse panicked and was unable to remember whether the receiver alerted or what was the blood sugar showing on the receiver, she called the paramedics and they performed a blood glucose reading which was 27 mg/dl and treated the patient with 1 bag of IV dextrose and saline infusion. The patient regained consciousness and was also fed with 6 crackers with peanut butter and milk, the blood glucose reading at this point of the event was 267 mg/dl. The patient recovered after treatment and the blood glucose reading was 223 mg/dl. The patient was not taken to the hospital. The patient did not report what the cgm was displaying during the time of the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.